Manufacturer narrative:
This report is based solely on the information provided by the customer. A review of the device history record (DHR) could not be performed since the customer did not provide the product serial / lot number. The device was requested to be returned but will not be returned as it has been put back into inventory. Customer reported issue was due to human error, staff had turned unit off and after turning back on failed to sync with the sensor pad before putting into use. In-service support was offered to the customer, as well as a copy of the instructions for use and alarm set up guide for proper application. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states if the alarm and/or sensor do not function properly, remove the alarm and sensor from service and replace them with a properly functioning alarm and/or sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor, or if the chair belt sensor is unfastened. Ensure the nurse call cable is plugged into both the fall monitor and the wall port of the nurse call system or that the wireless adapter is paired properly before leaving the patient unattended. Verify that an alert is received at the nursing station. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint, and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4).

Event description:
Customer reported a patient fall with a bruise on the back of the head. Customer advised no damage to the products, issue resulted from human error. Return due to patient incident. Item 8645wl, 8309wl.